Event description:
The patient reported that about 2 weeks ago, she received an 08 (technical inspection due) alarm on her insulin infusion device which showed she had 6 weeks left but the device went to 09 (end of life) today. She stated she did not receive the 4 week or 2 week alarm. She stated she will switch to injection therapy until the replacement arrives. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.